Event description:
On 11/02/2022, it was reported by a sales representative via sems that a ar-18700-28 plate cutters screws fell out. This occurred in a case while using the cutter, the screws just fell out. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that both screws used to assemble the cutting insert is missing. The screws were not returned for investigation. Due to the missing screws, the cutting insert is no longer assembled to the device. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.